Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer's blood glucose reading was 590 mg/dl. The customer stated that her sensor glucose reading was 129 mg/dl. The customer was advised that her sensor and blood glucose difference is not within acceptable range.